Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 9 years ago. It was reported that the patient was lost to follow-up and returned emergently on (B)(6) 2010 with a ruptured 6 cm aneurysm. The bifurcated stent graft was found to have migrated a few cms below the renal arteries (see MFR # 2953200-2010-02522). The placement of the stent graft at the time of implant is unknown. The migration was attributed to dilatation of the aortic neck to 28 mm in diameter. During the emergent intervention, a 32 mm talent converter was attempted to be delivered; however, the device could not be advanced due to the narrow, severely calcified access vessels, and the delivery system kinked (see MFR # 2953200-2010-02523). The 32 mm talent converter device was removed from the patient and discarded. An attempt was then made with a 32 talent aortic cuff which also could not be delivered; however, it did not kink and was also discarded. Finally, a 28 mm talent converter device was able to be delivered and deployed without issues, followed by a fem-fem bypass, to successfully resolve the ruptured aneurysm. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak, ruptured aneurysm), (dilated aortic neck).